Manufacturer narrative:
(B)(4). Date sent 8/4/2025 d4 batch #360d67 corrected data d4: UDI# investigation summary the product was returned for thorough evaluation, which included visual inspections and functional testing of the returned device. Visual analysis of the returned sample determined that the cdh29b device arrived with no apparent damage. The breakaway washer present, cut and there were no staples present. In addition, the washer and knife were noted to have nicks, this damage is consistent when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Further analysis shows that the anvil was received with the locking spring of anvil damage and scratches were noted on this area. It is possible that the damage on the anvil caused the damage to the knife and washer. Additionally, the device was reloaded with staples, a new washer was placed on a test anvil, and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. The event reported was confirmed and it is related to improper use of the device. Do not clamp across or grip on the locking springs when attempting to reattach the anvil. To avoid inclusion of tissue within the anvil shaft, do not use it for piercing. Instead, insert the ancillary trocar (included with stapler) into the anvil shaft as described in the section on ¿use of ancillary trocar.¿ please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number 360d67, and no non-conformances related to the reported complaint condition were identified.

Manufacturer narrative:
(B)(4) date sent 7/23/2025 d4 batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this lot. Additional information was requested, and the following was obtained: 2. Was the device in range? - yes 3. Was the safety disengaged? -yes 4. Did the device staple? - yes 5. If yes, was the staple line complete (fully circular)? - no 6. Did the device have staple line issues? Malforms, missing staples, no staples etc? ¿ yes no staples. 7. Was the breakaway washer completely cut? - yes 8. Were there two complete tissue donuts? - no 9. Was it a partial cut? If so what was cut partially, washer or tissue? No 10. If yes/no, was there any issue with the cut no 11. Did the device cut the tissue? Yes 12. Was the device locked on tissue with the anvil closed? No 13. If yes, what steps were taken to open the anvil? 14. If the anvil could not be opened, how was the device removed? 15. Did the surgeon turn the rotation knob full revolutions as stated in the IFU? Yes 16. Did the washer break completely? Yes 17. Was there audible and tactile feedback from the washer break? Yes 18. Was the firing stroke interrupted prior to full washer break? No 19. Was the device difficult to close? Yes 20. Was there adjusting knob issues? Unknown 21. Did the anvil detach? No 22. Did the indicator come into the orange range? Yes 23. Were there excessive tissue between the anvil and the deck? Unknown 24. Did the surgeon wait the 15 seconds to fire the device? Yes 25. Was there a patient consequence? If yes, how was the issue addressed? No 26. Could you please clarify if there were any change in the post-operative care of the patient as a result of the event? Unknown. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during a deep ant rectum resection the stapler closed only with resistance. One of the two anastomotic rings was incomplete. A second stapler was used.